Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte autoguard shielded IV catheter failed to retract after a nurse pressed the safety activation button. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample was returned for evaluation. A visual/microscopic inspection revealed that the unit consisted of needle/safety barrel assembly. The needle was not retracted into the safety barrel and the button was not depressed. Cured adhesive was observed across the top of the safety activation button and in the crevice between the button and the grip. Simulated use test was performed by pressing the safety activation button and the needle did not retract into the safety barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7062526. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. The cured adhesive observed on the outer wall of the hub was physical evidence to confirm and support the manufacturing process related issues for the defect. Although this complaint was not linked to a qn, there is currently a qn corrective action for verification of a secure nozzle acm-314. No further formal corrective action will not be initiated at this time.